Manufacturer narrative:
Date sent to the FDA: 02/25/2020. Additional information: d3,g1,g2. Corrected information: g1.

Manufacturer narrative:
Date sent to FDA: 08/19/2020.

Manufacturer narrative:
Date sent to FDA: 11/12/2020.

Manufacturer narrative:
Date sent to the FDA: 04/25/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2024 additional information: d4, h4 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent multiple incisional hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent removal of the mesh on (B)(6) 2017 where a loop of bowel was noted to be adherent to the mesh and incarcerated. The surgeon noted the loop of bowel appeared to be slightly compromised and it was noted ¿an area of the bowel that was incarcerated and stuck to the mesh appeared to have good peristalsis and was dusky but after a doppler ultrasound it appeared that the doppler signals in that segment were marginal and absent; and a small piece of bowel needed to be resected.¿ it was reported the patient continues to experience severe pain, nausea, diarrhea, chills, inflammation and loss of appetite. No additional information was provided.